Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient met with the manufacturer representative for programming change on (B)(6) because right at first it did not work and had to do catheterizing. It was noted that the representative set it on #3 and increased stimulation and patient had 100% success with bladder since programming change. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient couldn't pee yet, about 48 hours after implant, and for the most part they had to catheterize themselves and had 600 cc¿s. It was noted that the patient is allergic to anesthesia, and whenever they go under anesthesia they can¿t pee for a day or two. It was also reported that they had pain in their vagina, it felt like something was in there, and they thought it might be irritated from cathing so often. Troubleshooting included confirming that stimulation was on, and at 3.5 volts. It was noted that the patient did not feel stimulation. Stimulation was increased, the patient noted pain in their vagina, but still did not feel stimulation. Stimulation was then decreased, the pain gradually went away, and stimulation was left at 3.1 volts where the patient reported feeling no pain. It was recommended that the patient follow up with their healthcare provider about their symptoms and further therapy adjustments.

Event description:
Additional communication from the consumer reported that the patient had not peed in 2 days because their therapy stopped working. The patient was reportedly using a catheter and had already tried to increase stimulation, but the increased stimulation was uncomfortable. The patient stated that when stimulation was increased it felt like there was something in her vagina. The patient decreased stimulation. The patient was advised to follow-up with their healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.